Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.

Event description:
It was reported that after centrifugation with a bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: blood thread-like deposit on the wall and on the gel. During handling, when taking the tube out of the centrifuge, a deposit like a blood thread on the wall and at the gel level. The customer tried on another batch and did not encounter this problem.

Event description:
It was reported that after centrifugation with a bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: blood thread-like deposit on the wall and on the gel during handling, when taking the tube out of the centrifuge, a deposit like a blood thread on the wall and at the gel level. The customer tried on another batch and did not encounter this problem.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.